Manufacturer narrative:
Batch review performed on 17 april 2019: lot 183745: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery after 32 days from the primary due to pain caused by fractured femur (the cause of the fracture is unknown). The surgeon cabled the fracture, revised the head and stem with another company's product and revised the liner. The surgery was completed successfully.